Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via home call that she was hospitalized for high blood glucose; her blood glucose was 800 mg/dl. The customer went out to eat and realized that her insulin pump stopped working. She was taken to the ER and treated with manual insulin injections. She was in the ER for 10 hours. No further information was available. No products were returned or replaced.